Event description:
The event occurred on an unspecified date and involved a primary plum set where it was reported the IV tubing leaked at the vent port immediately after spiking a new bag. There was patient involvement and no adverse event. This report captures 2 occurrences.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Received one used. List #15339-28, primary plum set, as received the filter vent was wetted out with prior infusate. As received the filter vent was wetted out. The set was leak tested per specifications, and leakage was observed. The complaint of 'leakage on filter vent' can be confirmed due to the wetted-out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.